Manufacturer narrative:
(B)(4). Date sent: 8/31/2021. D4: batch # u5e54j. Investigation summary: a photo along with the device was returned to ethicon endo-surgery for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a device 60 mm with a blue reload loaded on the device, a battery not loaded, the closing trigger and anvil in closed position. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received with the one-piece sled detached and unfired making it nonfunctional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one-piece sled is present. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The test reload was placed and removed with no issues noted during functional testing.

Manufacturer narrative:
(B)(4). Batch # u5e54j. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastrectomy, the knife did not move forward at the fifth firing. The jaws did not open. The sales rep got a call from the customer that the jaws were not opened, so he explained how to use the knife reverse switch and the manual override lever on the phone. Both the knife reverse switch and the manual override lever were used, but it is unknown which one opened the jaws. After that, the jaws somehow opened. The device was removed from the patient. When it was checked, it was found the sled was missing. It was not found inside the patient or on the mayo table. When the cartridge was removed from the device, it was on a clean area, and it is unknown if the sled was on the cartridge at the time. The sales rep confirmed that the sled was missing in an unclean area. It was not on the mayo table. They checked everywhere if there is the sled. The device was used on the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.